Manufacturer narrative:
Patient identifier not available from the site. A site representative reported that, while in a spinal fusion procedure, and upon trying to take a final spin, the imaging system was stuck in 'preparing to acquire 3d image' screen. They moved back and fourth in the software and was still not able to take a 3d image. The surgeon then chose to proceed with using 2d ap and lat to confirm placement. They rebooted the imaging system and mobile view station (mvs) and were able to perform 2d fluoro, 2d fluoro with boost and 3d imaging. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. Upon completion of the documented investigation of this complaint, no software faults or anomalies were found to be the cause of the alleged inaccuracy. A subsequent full imaging system check-out was completed (not specific to this case) and all tests passed. Full system functionality was confirmed and the system was returned to service. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a spinal fusion procedure, and upon trying to take a final spin, the imaging system was stuck in 'preparing to acquire 3d image' screen. They moved back and fourth in the software and was still not able to take a 3d image. The surgeon then chose to proceed with using 2d ap and lat to confirm placement. They rebooted the imaging system and mobile view station (mvs) and were able to perform 2d fluoro, 2d fluoro with boost and 3d imaging. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.